Event description:
It was reported that during post operative discharge check, lead dislodgement was observed. Lead was repositioned without any complications. There were no adverse consequences to the patient.